Manufacturer narrative:
Correction to b5: describe event or problem. Correction to h6: patient codes. Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. There was no reported device performance allegation. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The reported patient symptoms are known risk associated with this device type and indicated as such in the IFU. Additionally, a risk review was completed, and confirmed that pain, discomfort and infection symptoms are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events.

Event description:
It was reported that the patient experienced pain, discomfort and infection. A surgical procedure was performed to explant the system. There were no further patient complications.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient experienced pain and discomfort. A surgical procedure was performed to explant the system. There were no further patient complications.